Event description:
It was reported that the ratchet handle of the zimmer skin graft mesher got stuck, "shredding the graft/ chewing the skin." No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.

Manufacturer narrative:
Beginning 05/31/2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and prevent maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 04/28/2012 and has no repair history at zimmer surgical. Investigation revealed no issues fitting the ratchet to the roller and subsequently testing the ratchet. The tines on the right side of the comb were slightly bent. Minor gnarling and galling of the right end of the roller was observed. Prior to repair, a test mesh passed and the device was within calibration specifications. The slightly bent tines on the comb had no adverse effect on the test mesh. Customer did not return any associated carriers or cutters for evaluation. Unable to determine a cause of the reported complaint; however, improper handling likely caused the damage to the roller and roller gear. The device was serviced and returned to the customer.